Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 120 units since (B)(6) 2016. Additionally, contact stated that the cartridge may have been overfilled. Customer reported blood glucose (bg) level was in the 400's (mg/dl) with small to moderate levels of ketones. A manual injection was delivered to address bg level. The customer confirmed a new cartridge would be loaded after the call, and declined further troubleshooting from tandem technical support.